Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the critical block and inverse critical block did not add to zero (pump error 15 alarm) and the keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump alarm. The customer was not able to clear the alarm. Troubleshooting was performed for the keypad anomaly, and the buttons are not now responding. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might of trigger the reason complaint. Unit passed the displacement test and self test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. During download review on 09/09/2025 07:52:09.000 pump error 15 was recorded. Per r&d investigation, line number=442 file number=38 was due to a corrupted data/invalid pointer. Problem isolated to electronic assembly. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Ther following cosmetic damages were noted: scratched case, pillowing keypad overlay and cracked keypad overlay. In conclusion pump error 15 was confirmed using download history files due to corrupted data/invalid pointers. Isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.